Manufacturer narrative:
(B)(4).

Event description:
The backup battery failed testing. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.